Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implantation surgery, the haptic of the lens was positioned too far back. Hence it was not injected into the eye. The lens was delivered inside the cartridge. There was no patient contact.